Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02454/02455). Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Event description:
A patient enrolled in a clinical study experienced infection approximately 27 days post-implantation. During the revision, an irrigation and debridement was performed and the head and taper adaptor were removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4). An evaluation could not be conducted as the product was misplaced and cannot be located. Corrective action has been initiated to address this issue.